Manufacturer narrative:
The device was returned for analysis. The reported foot break was confirmed. The reported device "jumped and did not feel normal¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a superficial femoral artery (sfa) interventional procedure. Reportedly, when the proglide device was deployed the physician felt that the device "jumped" and did not feel normal. When the device was removed, it was noted that a foot break had occurred. The foot had completely separated from the device. The separated foot was not seen anywhere under fluroscopy or on the angiogram and may remain in the patient in subcutaneous tissue. The lever had been closed to retract the foot prior to attempting to remove it and the device was able to be removed without issue. An 8f sheath was put in, but there was still bleeding, so manual compression was applied to achieve hemostasis. Reportedly, this was a high stick (just below the inferior epigastric artery) that was likely due to scar tissue in the groin. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.